Event description:
The pen ignited at the tip of the pencil and the pt received a non-serious injury.

Manufacturer narrative:
Visual inspection of the device revealed significant eschar buildup on the electrode and within the pencil housing. The seams of the housing are separated along the weld lines. Inspection under magnification revealed stress cracking in the weld area. The cause of the weld separation is still under investigation.